Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging a lancing device issue with the patient's onetouch delica lancing device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the reporter that at an unspecified date and time at the beginning of (B)(6) 2012, the patient used the subject blood sampler and discovered that the "prick was too painful" and consequently, she 'stopped testing." The reporter stated that the patient tests twice a day and manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Shortly after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "blurry vision", which she associates with high sugar levels, and advised the patient "to rest" in response to the symptoms. During troubleshooting, the cca determined that there was no evidence of misuse. Replacement product was sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of severe hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.